Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 system error. Technical support: 1. Plug the instrument into ac. 2. Check and/or replace the battery. 3. Check the fuses. 4. Replace the off-line switcher. 5. Replace the power supply board. 6. Return the module to the factory. Recommended replace power supply board. Chuck will send unit in for flat fee repair. A review of the device history record showed the device had a manufacture date of 22aug2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported that the 8015 experienced a system error (system on red arrow flashing). There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the 8015 experienced a system error (system on red arrow flashing). There was no patient involvement.